Manufacturer narrative:
Batch review performed on 05-dec-2022. Lot 2202298: (B)(4) items manufactured and released on 09-mar-2022. Expiration date: 2027-02-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review. Additional device involved. Batch review performed on 05-dec-2022. Ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot 2200870: (B)(4) items manufactured and released on 13-apr-2022. Expiration date: 2027-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 3 months after the primary surgery, the patient came in reporting pain due to a dislocation of the head from the liner. The surgeon revised the medacta cup and liner with competitor components and revised the medacta head with a medacta head. The surgery was completed successfully.